Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is not sure if the insulin pump is working or not. Her blood sugar was 400 mg/dl and is currently 558 mg/dl. The customer treated with a manual injection and may have been treating off of her sensor glucose values. The customer changes her infusion set and reservoir every three days. The customer declined further troubleshooting and will continue to monitor her blood sugar. The customer will return the infusion set.